Event description:
It was reported that the rigid video scope does not show an image. The issue was found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The customer's allegation was confirmed. The device evaluation found chipped cover glass, broken meniscus, and distorted image. Based on the results of the investigation, it is likely that the most probable cause of the complaint is due to a component failure. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.